Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotator cuff repair, the q-fix anchor was successfully placed in the patient, but at the time of knotting one of the sutures and perform a little traction, the sutures came out of the anchor, leaving only the white and black sutures. The specialist proceeded to make the removal. The procedure was completed after a surgical delay of 1 hour using a competitor device. The patient current status is stable, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in b5. Correction in h6 (health effect - clinical code & medical device problem code).

Event description:
It was reported that during a rotator cuff repair, the q-fix anchor was successfully placed in the patient, but at the time of knotting and performing a little traction, one of the two sutures broke. Since the defective anchor partially repaired the tissue, a depuy synthes competitor device was placed in an additional bone hole to reinforce the repair. The procedure was completed after a surgical delay of 1 hour. No further complications were reported. The current status of the patient is stable.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The device has been deployed and the suture is broken. There is biological debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications found the suture diameter and knot pull suture strength are specified and a certificate of analysis is required with each shipment. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include (1) excessive force (2) misalignment of the implant and inserter handle (3) bending or twisting the insert handle during insertion. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.